Event description:
The customer reported on (B)(6) 2013 at 11:00 pm her blood glucose reached 420 mg/dl less than 4 hours after the pod was activated. Upon deactivation she noticed the cannula never inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula never inserted into the infusion site. This condition would interrupt insulin delivery and contributed to hyperglycemia if it occurred.. Qualification records were reviewed and the product lot met all acceptance criteria.